Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced mesh exposure and irritation from the mesh during intercourse. An excision of the mesh and cystourethroscopy were performed.